Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report.ncern's. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿ratchet¿ syndrome, another etiology for pacemaker lead dislodgement: a case report. Heart rhythm 2007;4:788-789. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable pacing leads. The article reports the patient's right ventricular (rv) lead was determined to have dislodged five weeks post-implant. The patient experienced unwanted muscle stimulation and decreased heart rate. It was noted that the device interrogation revealed the lead exhibited no pacing or sensing due to the dislodgement out of the heart. The lead was explanted and replaced. No further patient complications have been reported as a result of the event.